Event description:
After application of the anchor for refixation of the distal bizeps sinew the suture (ethibond) was ripped. The patient was treated with a transossäre suture technique (through to the bone). The following additional complaint information was received from our affiliate on (B)(6) 2014: the date of the original surgery was on (B)(6) 2013. Four days after the surgery while immobilizing the patient, the suture broke on two gii quickanchor plus devices. The surgeon performed a revision procedure on (B)(6) 2013, using a stitch technique to sew bone with tendon. See associated medwatch 1221934-2014-00056.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek. It is unknown when the information will be received, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The complaint devices are not being returned, therefore are unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
After application of the anchor for refixation of the distal bizeps sinew the suture (ethibond) was ripped. The patient was treated with a transoss&#274;e suture technique (through to the bone). The following additional complaint information was received from our affiliate on february 10, 2014: the date of the original surgery was on (B)(6) 2013. Four days after the surgery while immobilizing the patient, the suture broke on two gii quickanchor plus devices. The surgeon performed a revision procedure on (B)(6) 2013, using a stitch technique to sew bone with tendon. See associated medwatch 1221934-2014-00056.